Event description:
The customer called and reported receiving a motor error during bolus. The insulin pump had not been exposed to a strong magnetic field. Customer was able to rewind and ran a displacement test that was passed. The insulin pump had not been bumped or dropped. Caller was advised to discontinue use of the device and to revert to a back-up plan. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, however, it was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Motor position encoder error alarm could not be confirmed, due to erased history file. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, and a cracked reservoir tube lip.